Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a broken lid latch. The device is unable to be repaired.

Event description:
The customer contacted stryker to report that their device does not provide audible prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no report of patient use associated with the reported event.